Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Based upon a review of the analyzer performance check data, no issues were identified. The customer has had no further issues since the fsr visit.

Manufacturer narrative:
The patient was born in 1938. This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys probnp ii immunoassay (probnp ii). The erroneous result was reported outside of the laboratory. The initial probnp ii result was 5.00 pg/ml with a data flag. This result was auto-validated and sent outside of the laboratory. The background of the patient was checked by the biomedical scientist because previous results for this patient a few days before were 4000 pg/ml and 2000 pg/ml. The initial sample was repeated in the original tube twice and the results were 4278 pg/ml and 4253 pg/ml. No adverse event occurred. The probnp ii reagent lot number was 118465 with an expiration date of 04/30/2017. Daily maintenance had been performed and quality controls had been run on the day of the event. Liquid flow cleaning was performed on (B)(6) 2016 and the most recent calibration was performed on (B)(6) 2016. The field service representative (fsr) visited the customer site and checked the instrument during a preventive maintenance visit. The customer and the fsr think the issue may be related to the sample material and not with the instrument or reagent.